Event description:
Drive devilbiss healthcare was notified of an incident involving a bath seat by the end user's son who stated the device's seat broke causing the end user to fall. The end user legs are weak and painful. The end user is having difficulty walking. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.